Manufacturer narrative:
D10 concomitant products: sigadaptstnd, sig power sigadaptstnd linear adapter, (serial#: (B)(6); sigpshell, sig power sigpshell control shell, (lot#: unknown). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a procedure, the screen of the powered handle displayed a handle error with a red circle and then it will prompt to reset the device each time the rotation button was pressed. A new handle and adapter were used to resolve the issue. There was no patient injury. Medtronic's initial evaluation of the incident device found the handle was green key reset and the powerpack error was determined to be caused by a motor test failure.